Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis of the returned device identified broken shell and others and missing a piece of shell (0-25%). Weight measurement identified the device was underweight. A microscopic analysis was performed which identified: broken sharp and stress marks near of the broken site, this condition was called surgical impact, broken striated on the anterior and non-penetrating nick striated. Based on the device analysis, the final assessment is one sharp broken on the radius assessed as surgical impact, striated broken assessed as surgical damage consist in the use of some surgical tool, a nick striated assessed as surgical tool scratch like and missing shell dot due to inconclusive.

Event description:
Patient representative reported that the patient experienced pain and discomfort, joint and muscle pain, pressure in their brain and nausea.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.